Event description:
It was reported that a thrombus occurred. On (B)(6) 2018 patient underwent a watchman left atrial appendage (laa) closure procedure and a 27 mm watchman laa closure device was implanted. The patients 45 day follow up was unremarkable per physician. On (B)(6) 2019, the patient presented to emergency department for unrelated symptoms of shortness of breath, cough and fevers and a chest x-ray and chest computed tomography (CT) scan were performed. Imaging revealed patient had pneumonia and a thrombus was seen in the left atrium near the watchman device. On (B)(6) transesophageal echocardiogram confirmed a thrombus on the face of the device. Patient was started on heparin drip that was later discontinued. Patient continued to deteriorate and was later intubated. Additionally patient developed acute respiratory distress syndrome. On (B)(6) 2019, the patient had cardiac arrest and was made "do not resuscitate" and passed away that day. Per physician, the death was unrelated to the watchman device.